Event description:
Explantation in 2003 for an overdrainage of the valve despite the "high position" reported (170 mmh20 = medium-high of a sophy mini valve), device implanted for a post-hemorrhagic hydrocephalus. Explantation of the implant and replacement with a new sophy valve. No injury reported excepted transient neurological complications before replacement of the valve.